Event description:
The device was used during a hiatal hernia procedure. Reportedly, the trocar punctured the lower aorta, the pt lost three liters of blood and required a transfusion. The surgeon performed a laparotomy. The aorta was repaired with suture. The hosp has reported that the pt's condition is satisfactory.